Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2014 which refers to a female patient of unspecified age who tried to have essure (fallopian tube occlusion insert) inserted lot number c03094 for permanent contraception on (B)(6) 2014. The health care professional visualized both tubes and proceeded to attempt to insert first essure device. When feeding the device in she go to os and did first wheel back. Device would not deploy and she tried again but device never deployed. She attempted to remove device. Patient had a spasm and held onto the distal end of device. Hcp attempted to then remove it manually but some coils still trailing. Some coils were all the way outside of vagina and the coils were undone like a slinky. Hcp cut a fair amount of coils off but some still inside patient and will have to be surgically removed. Procedure stopped. No coils placed. Follow-up information was received on (B)(4) 2014. During internal review it was notified that the previously reported initial receipt (B)(4) 2014 is incorrect. The correct initial receipt date of the case is (B)(4) 2014. Patient's initials and date of birth were provided. This report refers to a (B)(6) female patient. On (B)(6) 2014 essure, lot number c03094 insertion was attempted. Essure malfunction was reported. The provider was not able to press button, unable to deploy the micro-insert from inserter. Bilateral placement was not achieved. A surgery was scheduled to remove remaining micro-insert fragments. No further information was provided. Result and assessment of the product technical complaint investigation received on (B)(4) 2014: final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. In this case, no sudden / spontaneous breakage was reported. The physician cut the microinsert in order to resolve the deployment issue. As of (B)(4) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off and deployment difficulty events during the procedure are an anticipated events. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. In this particular case, also a misuse was reported. According to ae case information, the reported device breakage occured due to manipulation by the hcp, as the hcp cut the device. No complaint sample was provide for further investigation. The reported batch was investigated. The technical assessment concluded an unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to batch no. C03094. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure device would not deploy and she tried again but device never deployed. Patient had a spasm and held onto the distal end of device. Hcp attempted to then remove it manually but some coils still trailing/no coils placed. Some coils were all the way outside of vagina and the coils were undone like a slinky/ remaining micro-insert fragments. Hcp cut a fair amount of coils off. A surgery was scheduled to remove essure fragments (but not confirmed at time of this report). The reported events, interpreted as device deployment issue, fragmentation, and complication of removal/failed insertion in addition to a spasm of the cervix and misuse were considered as non-serious and are listed in the reference safety information for essure, except for the reported cervix spasm. Upon receipt the technical analysis, the device fragmentation were considered as listed. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded, with exception of the reported misuse, that due to its nature was considered as unrelated to essure. This case was regarded as other reportable incident due to the reported malfunction. According to technical analysis, the technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up from 18-mar-2015: the required number of follow up attempts have been completed, with no response to date. No further information is expected. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure device would not deploy and she tried again but device never deployed. Patient had a spasm and held onto the distal end of device. Hcp attempted to then remove it manually but some coils still trailing/no coils placed. Some coils were all the way outside of vagina and the coils were undone like a slinky/ remaining micro-insert fragments. Hcp cut a fair amount of coils off. A surgery was scheduled to remove essure fragments (but not confirmed at time of this report). The reported events, interpreted as device deployment issue, fragmentation, and complication of removal/failed insertion in addition to a spasm of the cervix and misuse were considered as non-serious and are listed in the reference safety information for essure, except for the reported cervix spasm. Upon receipt the technical analysis, the device fragmentation were considered as listed. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded, with exception of the reported misuse, that due to its nature was considered as unrelated to essure. This case was regarded as other reportable incident due to the reported malfunction. According to technical analysis, the technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.